Event description:
A malfunction alarm was reported on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer planned to reset the pump once she returned home and would call back after the reset.